Event description:
It was reported that an arm for the lift on the unit popped out of its socket and allegedly resulted in a pt falling out of bed. There was reportedly no injury to the pt. It was found that the bushing broke out of the leg causing the bed to tilt.